Event description:
The patient was revised because the journey ii tibia was found to be loose. The journey ii implants were originally implanted about 18 months prior. Implants will not be returned due to hospital policy.